Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Enduser advised removed seat and noticed cracks in the welds of the seat support. Enduser advised was sitting in chair and seat was rocking back and forth.